Event description:
It was reported that the implantable cardiac monitor was unable to pair to the mobile application due to a suspected bluetooth malfunction. The device was eventually able to pair. No further intervention was necessary. The patient was stable.

Manufacturer narrative:
The reported complaint of ble unavailable was confirmed. Based on the information provided, it was determined that there were supervision timeouts due to poor ble signal, which resulted in the device disconnecting from the application. Additionally, multiple ble chip resets were seen; however, it is unknown if it impacted device connectivity with the available information.